Event description:
Our facility experienced two separate issues with two different triple channel baxter colleague infusion pumps: the first pump has no audible alarm when the pump was powered on. Additionally, the channel a message light was out. The second pump's channel a message light was very dim, and the battery died while it was plugged in during use.